Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the tip of the inserter fractured in the acetabular cup while impacting the cup. The acetabular cup was removed and replaced. Additionally, while impacting the modular head, the head impactor fractured in the patient. The fractured fragments were removed and another head impactor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found that it showed signs of use, but that it met print specifications. Based on the age and condition of the device, it was determined to have been worn beyond useful life. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."